Manufacturer narrative:
(B)(4). Problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an uphold (tm) lite w/ capio slim device was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle "uncrimped" while passing the suture through the sacrospinous ligament and remained blocked inside the patient. The procedure was completed with another uphold (tm) lite w/ capio slim device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.